Event description:
Event description guidant received information that this atrial lead was exhibiting varying impedance measurements which triggered the lead safety switch feature on this pacemaker. There have been many stored atr episodes which are false episodes due to noise on the lead. The caller wanted to discuss resetting the device and reprogramming the lead to bipolar configuration; additionally, the caller was inquiring as to whether this device is included in the recent insignia advisory. A guidant technical services consultant informed the caller that this device is included in the recent safety communication and failure mode and 2 apply to this device. The consultant discussed the clinical observations with the caller and recommended a chest x-ray to verify the integrity of the lead. The device was explanted and replaced.